Event description:
It was reported that during a low anterior resection, the first device would not fire and could only be opened with excessive force. The second device did not fire at all, either, could only be opened with application of excessive force, articulation could only be manipulate with application of excessive force. Another like device was used to complete the procedure. Procedure was delayed by sixty minutes.

Manufacturer narrative:
(B)(4). The ec45a device (a) was received for analysis with the articulation mechanism damaged and with an ecr45g cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position using the returned cartridge and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the articulation bar was noted to be damaged. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.